Manufacturer narrative:
The customer's complaint history was reviewed for a one year period; this is the first event reported regarding this issue for this facility. A sample has been received and is being evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An operating room supervisor nurse reported that during surgery, an air lock occurred when switching to fluid/air exchange. The pressure was bumped up, which broke the air lock and allowed fluid to start flowing down the tube. No harm or injury to the pt was reported.